Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there are droplets when disconnecting the texium from the smartsite valve. It was noted that some of the nurse's slowly disconnect the texium while tilting the syringe causing the smartsite valve to remain slightly opened allowing a droplet to leak from the smartsite. There was no report of patient harm.